Event description:
Additional information was received. Ins and lead information confirmed. The clarification of statement "pain ambulance¿ was for outpatient clinic for pain-therapies. It was confirmed that the new controller was able to recharge the ins, no ins replacement occurred. To resolve the issue of the ins not being found the recharger and controller were replaced. The issues have resolved. Information was not confirmed with the physician / account because the decision was made together with physicians to replace items on the day when the rep supported the procedure in person.

Manufacturer narrative:
Continuation of d10: product ID 09100-60, lot#/serial# (B)(6), explanted: (B)(6) 2024, product type lead. Product ID 97745, lot#/serial# unknown, product type programmer, patient. Product ID 97755, lot#/serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. From the rep. Reporting, that the lead was not explanted, because there were still some ¿good¿ poles on the lead that could be used. And only needed reprogramming to resolve the issue. The doctor only explants, when no more pain relief is felt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Foreign: austria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer representative. The manufacturer representative (rep) reported that the patient has a lead revision "next week" (the date of this comment was (B)(6) 2024 and now states that the ins can no longer be charged and can no longer be found by the handset. The patient "probably hasn't charged him for a long time, according to the pain ambulance." The rep asked if technical services could go through the charging process with the patient and point out that it takes longer. The doctors are worried about having to replace the ins otherwise. Technical services responded that it doesn't even get to the point "where you can start blind charging." It gives the impression that the handheld device is stuck at one point. Possibly a software issue. They tried a reset 2-3 times, but the problem can't seem to be solved that way. Technical services thinks that the handheld device itself is the cause. The rep asked for the replacement controller to be sent with express delivery because "the surgery is already on monday next week and must be clarified whether the implant is running again". It was reported that it seems like a software problem. A replacement controller was sent to the patient. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reason for the lead revision/surgery was that the "origin leads were broken".

Event description:
Additional information received reported that the recharger was defective. A new recharger was ordered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product ID 09100-60 lot# serial# (B)(6), explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that only one lead was broken, connected to the serial number provided. The lead that was revised remains in the patient and was not explanted, and the external devices are still in patient possession. Hcp information provided.